Manufacturer narrative:
Attempts have been made to obtain additional information. No additional information has been received to date. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The system history shows that the laser was verified successfully prior to the date of treatment. Vertical gas breakthrough (vgb) is known to appear in thin cuts more often when compared to thick flaps. Fluid and corneal lacrimation might have built a fluid layer, additionally reducing the flap thickness. The root cause could not be identified conclusively. Potential contributing factors are the age of the patient, docking technique, dimensions of the channel where gas can escape, corneal scarring. (B)(4).

Event description:
Attempts have been made to obtain additional information. No additional information has been received to date.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgical tech reported a vertical gas breakthrough occurred during a lasik flap procedure. Additional information has been requested.